Event description:
The customer reported the vererata wire tip was bent in the holder when they removed it from the package. Out of box damaged. They pulled another verrata wire and the procedure was successful. The device was not used in the pt procedure. There was no pt involvement.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. Visual and microscopic inspections were performed on the returned device. A transparent sleeve was noted on the distal end of the wire that covered the proximal end of the sensor housing and extended along to the distal tip. The sleeve is used during the manufacturing process and was not removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.